Event description:
Customer reported receiving a failed battery test alarm on the insulin pump despite multiple battery changes. Customer's blood glucose reading at the time of the call was 281 mg/dl. No further information report

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. There was no unexpected failed battery test alarm noted. The insulin pump was received with cracked case at display window corner, reservoir tube lip, was minor scratched display window.